Manufacturer narrative:
G4: 22dec2020 b4: (B)(6)2020 correction: further review of the complaint identified the device failed during the performance verifications test (pvt). The pressure and flow accuracy tests are required to be performed before putting the ventilator in for patient use. It was discovered that the plug was installed in the air inlet collar and caused the ventilator to fail. The issue was identified to be a user induced malfunction. The ventilator was evaluated and received a preventive maintenance service. The ventilator passed all testing and operated within the manufacturing specification. The customer reported that the ventilator was returned to service for patient use. Based on the information, the issue is not a reportable event. The device meet specification and functioned as designed. There was no patient connected to the device at the time the event occurred. Therefore, there was no patient harmed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 08jun2020; b4: 10jun2020. The manufacturer's field service engineer confirmed the pressure accuracy and air delivery/flow accuracy tests failure. Discovered that a plug was installed in air inlet collar. When the plug was removed, this resolved the issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 13march2020.

Event description:
The customer reports that during performance verification testing, the pressure accuracy as well as air flow accuracy tests failed. There was no patient involvement.